Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site experienced difficulties registering the patient. It was noted that multiple registrations were attempted without success. It was noted that the emitter was slightly far from the patient. And repositioning the emitter did not restore functionality. It was noted that the patient was overweight and the site attempted to trace away from the fatty areas of the patient. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.